Event description:
A (B)(6) customer had purchased a contour next ez, which read in mg/dl instead of mmol/l, from the local pharmacy. There was no allegation of an adverse event. The advocate was asked to return the meter for investigation.

Manufacturer narrative:
In some countries outside the us, customer information is not provided due to privacy laws; initial reporter address and phone# were not provided.

Manufacturer narrative:
While the meter was confirmed to be a us meter reading in mg/dl, the records confirmed it was originally shipped by bayer to a us first consignee.